Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer received an occlusion alarm. It was also reported that customer experienced an elevated blood glucose (bg) level of 515-516 mg/dl. Reportedly, customer did not change pump supplies after the occlusion alarm and continued to use pump for insulin therapy. Customer delivered a correction bolus to address bg.